Event description:
A user facility reported a saline bag back filled during treatment. A pt was connected to the machine at the time of the incident. Nurse stated that the pt was sent to the hosp for an eval and was not admitted. Pt had no adverse effects and did not require any medical intervention. The tech replaced high flow relief valve 78 and checked the air separator probes for precaution. Machine is back in service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate during treatment. There have been no adverse events associated with the reported issu. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.